Event description:
In 2007, a gore propaten vascular graft was implanted in the femoropopliteal above-knee position in a female patient. The patient presented approximately 1 week postoperatively with a seroma which was aspirated. The graft is infected and the patient is being treated with antibiotics and a wound vacuum. The graft remains implanted.